Manufacturer narrative:
The customer contacted siemens customer care center for the discordant elevated cardiac troponin (tni) result on the dimension exl instrument. Siemens headquarters support center (hsc) has completed the investigation of the incident. The returned patient sample was tested with multiple troponin reagent lots. The issue was limited to a sample specific potential interferent unique to the patient. The cause of the discordant elevated ctni results is unknown. Per dimension exl tni reagent instructions for use: patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies. Nevertheless, complete elimination of this interference from all patient specimens cannot be guaranteed. A test result that is inconsistent with the clinical picture and patient history should be interpreted with caution. No product non-conformance was identified. No further evaluation is required.

Manufacturer narrative:
MDR 2517506-2017-00718 was also filed for the same customer inquiry. Siemens is investigating the incident.

Event description:
A discordant elevated cardiac troponin (tni) was obtained on a patient sample on the dimension exl system. The same sample was run on an alternate dimension exl at the original facility and a similar high result was obtained. The result was reported to the physician and questioned. The patient was transferred to an alternate facility where the same sample was repeated and tested on two alternate dimension exl systems. High results were obtained on both systems. The same sample was then repeated on two alternate siemens instruments dimension vista and advia centaur system and a lower result was obtained. Multiple ecgs and an angiogram were performed on the patient. There was no harm to the patient and there was no allegation that the discordant elevated tni test result caused a medical procedure, which may later be determined to have been necessary, to be delayed or withheld.